Event description:
Reporter alleged discrepant blood glucose results on the customers advantage system when comparing those values to a hospital system. Reporter stated customers system meter read 83 mg/dl versus hospital result of 240 mg/dl along with another customer's system meter reading of 445 mg/dl compared to the hospital measurement of 200 mg/dl. Both comparison results were performed back to back within 5 minutes of each other. No report of any actions taken or treatment received as a result of the comparison. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve test strip lot 549230 with an expiration date of 10-31-2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.